Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 421 mg/dl. Customer stated that the insulin pump was under delivering because she tried to do bolus but it did not deliver. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using manual injection. Customer had low reservoir alarm before going to bed but she did not replaced reservoir and still got some units left when she woke up next morning it alarmed her that sugar was high and tested her blood glucose in her meter and got 417 mg/dl and another blood glucose level at the time of the incident was 441 mg/dl. Customer treated for high blood glucose using insulin pump bolus. Customer was panicky and mentioned that she was experiencing stress, hives. Customer was continuously getting high blood glucose and tested again and got 421 mg/dl blood glucose when she tested again, got 389 mg/dl blood glucose. The insulin pump and reservoir will not be returned for analysis.